Event description:
The device was removed due to a "device failure". As reported, the pump/cylinder set and connector from the assembly kit component only were removed and replaced with another mentor pump/cylinder set. The reservoir component from the originial implant surgery was left in place. 1/27/97 upon receipt of the physician/surgeon's operative report, he stated, "postoperative diagnosis: failure of penile implant with pain and curvature. Operation performed: explantation of companies 3-piece implant with corporal body dilation and measurements and replacement of pump/cylinder set. Reoperative note: patient had a penile implant performed in '96 which has become troublesome with pain and curvature. He has not been able to use the device due to pain. He is thought to have problems with his cylinder which may be too large for his corporal bodies".

Manufacturer narrative:
In the received operative report, the physician indicated that the device was implanted in "february of march of 1996." In addition, the penile implant became "troublesome with pain and curvature," and the cylinders "may be too large for his corporal bodies." Two cylinders and a pump were received by the MFR. Since examination and testing of the device can not conclusively prove nor disprove the physician's observations, quality assurance will accept peyronie's disease and pain as the reasons for removing the device. The sizing of the implanted cylinders may have contributed to the occurrence of pain. However, based on the info received, device function was not associated with the cause for removal.